Manufacturer narrative:
Siemens' investigation into the reported incident is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation.

Event description:
Siemens was informed on (B)(4) 2013 that a bug is found in the field size confirmation if a sensor miss-match is detected. Control console software (B)(4) and above, and interlock (il) #63 with errors 9 and 19 (y1/y2 jaw sensor mismatch) cannot be reset. Reportedly, after the left hand key (lk) reset is performed, the question appears on the machine screen, "pot-enc mismatch, has the jaws field size been verified. Y/n?" The operator has to confirm that the field size has been checked and found to be correct. If it is not correct and the operator's answer is "n" (no) then the console should not allow a continuation, but should loop to repeat the question. Instead of this behavior, it does not make any difference if the operator answered with "y" (yes) or "n" (no) the il will be cleared and the actual encoder value changed to the potentiometer. There is no report of mistreatment or injury to a patient.